Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Product ID :97791, lot# unknown, product type: accessory. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 03-jun-2017, UDI#: (B)(4). Device evaluated by MFR: analysis of the electrical stimulation lead (serial number (B)(4)) found that the conductor lead body was broken within 10cm of the connector area. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she started looking into the explant prior to her fall. The patient had a fall approximately 5 weeks ago. After her fall she stated her pain would increase when she turned the stimulator on. Since she was having it explanted she left it off. The issue is resolved. Analysis found that the lead had a broken conductor.